Manufacturer narrative:
Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
As reported: during an acom aneurysm embolization, the web was prepped under IFU, and tested with the detacher with the indicator displaying a green light prior cannulating the aneurysm with the web in a via 17 straight. The sizing was good after a dsa run with good stasis shown. The doctor then proceeded to detach the web unsuccessfully. The doctor then attempted to detach the device by backing the via further off, and attempted detaching multiple times with the detachers with no successes. Then attempted with another detached with no success. Then tried pushing the via closer to the proximal recess of the web, again with no success. The doctor then had to take the web out and replaced it with a 7x2 web, which felt sticky. However, eventually detached. There was no reported patient injury or intervention. The two wdc-2 were used and were discarded after the case. The device associated with this report was used during the same procedure referenced in MFR. Report# 2032493-2025-90525.